Event description:
The user facility reported that during a transurethral resection of the prostate procedure, the ceramic tip of the device broke off and fell inside the pt. The physician retrieved the broken piece from the pt and the procedure was successfully completed using a different device. There was moderate bleeding reported, but no pt injury was reported.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. If add'l info is received at a later time this report will be supplemented.